Event description:
On 22 june 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 184 after insertion. An RMA was authorized for the return of the sensor for further investigation. In-house testing of the returned sensor, along with in-vivo data indicated chemical degradation in all four sensing areas, consistent with hydrogel oxidation. The in-vivo data also showed optical instability in all four sensing areas. Due to the instability the system blinded glucose for more than one hour and consequently triggered the sensor replacement alert per design. The user was offered a sensor replacement as a resolution.